Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that on sunday morning they noticed they had black stools and went to the emergency room and was admitted right away. Patient mentioned that they were in the hospital this week and just got home tuesday night. Patient also mentioned that their mouth was dry and they were on a medicine that was drying them out. Agent asked the patient if they have noticed any improvement since they were implanted and the patient stated that when they were at the hospital, they were going all the time but they weren't eating or drinking because they had to go through an upper gastrointestinal and a lower colonoscopy. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.